Event description:
The subject device and both leads (non ¿sorin) were removed from the patient¿s body due to skin pressure necrosis and infection of the ICD pocket. The patient remained hospitalized in order to follow up subsequently to removal operation, and ICD re- implant was planned. However, it is unknown whether the patient experienced allergic reaction instead of the above suspected causes or not. The removed ICD was discarded at the facility.

Manufacturer narrative:
Review of device history records showed that the device has been sterilized and released according to all applicable procedures.

Event description:
The subject device and both leads (non ¿sorin) were removed from the patient¿s body due to skin pressure necrosis and infection of the ICD pocket. The patient remained hospitalized in order to follow up subsequently to removal operation, and ICD re- implant was planned. However, it is unknown whether the patient experienced allergic reaction instead of the above suspected causes or not. The removed ICD was discarded at the facility.

Event description:
The subject device and both leads (non ¿sorin) were removed from the patient¿s body due to skin pressure necrosis and infection of the ICD pocket. The patient remained hospitalized in order to follow up subsequently to removal operation, and ICD re- implant was planned. However, it is unknown whether the patient experienced allergic reaction instead of the above suspected causes or not. The removed ICD was discarded at the facility.